Event description:
Hcp reports patient seen in clinic in 2001 with complaints of "shallow breath, increased anxiety, metallic taste and hallucinations". Rotor and catheter dye study done and the pump was reported to be "working". A pump adjustment was done. The patient's condition has improved and the patient is reported to be doing fine.